Event description:
The customer requested service and repair for the biopsy device due to the inability of the cutter to stop when cutting a tissue specimen. The case was completed with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the driver was returned with the cable causing the cutter to cut/rotate without stopping. The site replaced the cable, and disassembled and cleaned the driver. The driver functioned within design specs and was returned to the customer.